Event description:
It was reported that an asymptomatic patient presented after receiving a patient notifier for a vt occurring close to the vt cut-off rate. Programming changes were recommended and the device remains implanted. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.